Event description:
Boston scientific received information that while performing a pocket revision due to this patient's twiddler's syndrome, no pacing and loss of capture were observed when the physician connected this chronic transvenous right ventricular (rv) lead to a new device. The patient's left ventricular (lv) lead was being used for back-up pacing at this time, and no adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
The boston scientific technical services department discussed the possibility of the rv lead tip not being inserted completely into the device header. The physician applied mineral oil and reconnected the chronic rv lead to the new device, which resulted in appropriate pacing and acceptable measurements. Available information suggests that this chronic rv lead remains implanted and in service at this time. This event will be updated if any additional information becomes available.